Manufacturer narrative:
(B)(4). Additional information was received from the customer stating that during ventilator set up, the bread delivery (bd) power-on self-test (post) failed. The ventilator was not connected to the patient at the time of the event. The customer evaluated the device and verified the alleged condition. The customer found flow sensor test failed- unable to establish air flow. The compressor was opened and the water trap was cleaned. The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator shutdown. It is unknown if the event occurred during patient use. Additional information has been requested.